Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Medtronic received information that four years, two months following implant of this bioprosthetic valve, this valve was explanted and replaced because pannus growth caused the base of the right coronary cusp (rcc) to not function properly, leading to increased pressure gradients. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The valve appeared to be slightly distorted. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow. Tiny tears on the tunica of the right and non-coronary cusps appeared to be associated with the removal of host tissue. All commissures were found to be intact. Pannus lined the tissue and base adjacent to all cusps, into the non-coronary left and left right inferior coaptive areas and 1 to 5 mm onto all cusps showing a possible reduced inflow orifice area. Traces of pannus were observed along the outflow edge of the sewing ring. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted the event. The observed impairment of leaflet mobility may have led to the reported high gradient. Pannus overgrowth has been an inherent risk of surgical valve replacement. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.